Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient had been admitted with multiple cardiac comorbidities and a planned tavr. The pump stopped after just under 5 hours. When the pump was explanted, they observed calcium in the pump. A new 5.5 pump was placed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation into the pump stop has been completed. According to the clinical review, the patient had preexisting calcium around the aortic valve (av). The returned pump was visually inspected and calcium was observed in the outflow cage. The field rtlog showed several pump stops following a spike in motor current. The cause of the pump stop was ingested calcium pulled in from the diseased aortic valve.